Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Pre-op diagnosis: proximal joint kyphosis. It was reported that intra-op, while inserting screw through normal technique, the tip of the screwdriver broke off in the head of the screw since the bone quality was very good. The tip of the screwdriver that broke off remained in the head of the screw, the surgeon was unable to retrieve it out due to spot welding. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The pin that connects the collar to the inner shaft has been sheared off. The above findings are consistent with torsional overload.